Event description:
At the beginning of an rf procedure of the l2,l3, and l4, it was reported that before sensory mode began, the patient experienced unintentional sensory stimulation. The patient had been given local anesthetic with moderate sedation. Back up equipment was available, but not used, and it was decided to cancel the procedure. The patient was treated with ice and pain meds and was advised to follow-up with the physician.

Manufacturer narrative:
The product has been received, however, the investigation has not yet begun. This report will be updated if the investigation requires.